Event description:
The customer stated that there was a clear fluid (10 ml) leaking from the manual probe of the coulter lh 500 hematology analyzer when it retracted. The leak was not contained within the instrument. The customer was running latron and controls at the time of leak and was getting no differential results (non-numeric values). The material safety data sheets (msds) were not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing gloves and a laboratory coat at the time of this event. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. There were no patient results affected and there were no erroneous results reported out of the laboratory. There was no death, injury, or effect to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found the blood sampling valve (bsv) loose and leaking from between the bsv pads. The fse tightened the bsv knob, and no further leaking noted. The customer will monitor the bsv knob, and the fse will return to replace if problem reoccurs. The fse also adjusted (r43) latron conductivity and (r8) latron scatter to specifications. The fse installed new fittings at (p1 j1) cable connections to address broken fittings and cable becoming disconnected. The fse also installed version 2a6 software. Per additional communication with the fse, latron c and differential scatter was out of specifications during the verification process. There were no latron results out prior to verification. New fittings on the p1-j1 cable was a follow up from a previous call the customer had broken the connecting screws when the analyzer was moved within the laboratory. The fse installed the screws so the cable would not come loose again. It had no bearing on the current call. The cable goes from the digital box to the analyzer; it was broken at the analyzer connection. Failure mode was attributed to a loose blood sampling valve (bsv) knob. (B)(4).